Manufacturer narrative:
If explanted, give date(s): not applicable as there is no indication that the lenses were explanted. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a multifocal intraocular lens (model zlb00), the surgeon noticed a ¿chip¿ on the edge of the lens. Reportedly, the visual outcome was not affected, the patient did well. The lens remains implanted. No further information was provided. The account reported that the same issue happened two or three times. No specific details were provided. This MDR is to record all of these events.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as to date it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.